Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f delivery sheath. During procedure, after the transseptal puncture, a pericardial effusion was observed. It was impossible to see if the effusion was present before the puncture was performed. The amulet occluder was still implanted in the optimal position. The patient returned 3 hours after the procedure with a greater effusion. The patient had a drainage of the effusion with a pericardiocentesis. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f delivery sheath. During procedure, after the transseptal puncture, a pericardial effusion was observed. It was impossible to see if the effusion was present before the puncture was performed. The amulet occluder was still implanted in the optimal position. The patient returned 3 hours after the procedure with a greater effusion. The patient had a drainage of the effusion with a pericardiocentesis. The patient status was reported as stable. No additional information was provided. Subsequent to initially reported information, it was reported that during procedure, a transseptal puncture was performed inferior and posterior. After the pericardial effusion was observed, the amulet occluder was still implanted in the optimal position with no leakage around the device. The effusion was noted next to the right cavities. The amulet was never fully retracted into the delivery system during procedure. The patient's activated clotting time (act) level was 331 seconds, and heparin was administered. At the end of the procedure, a pericardial effusion of 7mm next to the right ventricle was observed. When the patient returned 3 hours after the procedure with a greater effusion, cardiac tamponade was noted as well. The hospitalization was prolonged by 6 days due to this event.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with occurring due to the trans-septal puncture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. B2 outcomes attributed to ae hospitalization-initial or prolonged was added. H6 health effect - clinical code 2226 was added. H6 health effect - impact code 4607 was added.